Event description:
Olympia clinical study during a coronary artery drug eluting stenting procedure there was balloon withdrawal resistance, broken struts and the physician was unable to cross the lesion. The lesion being treated was a 2.4mm, 99% stenosed portion of the distal left anterior descending (dist lad) artery. The physician treated the lesion with predilatation and the physician attempted to place a taxus liberte' 2.25x16mm drug eluting stent. The physician was unable to cross the lesion. When the physician removed the stent there were broken struts. The physician completed the procedure by implanting a medtronic driver. The ot was discharged on plavix.